Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a burn on the back. The patient's wound care nurses treated the irritation. Follow up indicated that the wound improved and was still being treated by the wound care team.